Event description:
It was reported that on an unknown date, an unknown trifecta valve was implanted in the patient. On an unknown date, the valve got explanted.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, an unknown trifecta valve was implanted in the patient. On an unknown date, the valve got explanted due to structural valve deterioration (svd).

Manufacturer narrative:
Explanted due to structural valve deterioration (svd) was reported. The investigation of returned device found calcifications on all leaflets with immobilization of all leaflets. There was circumferential fibrous pannus ingrowth with narrowing of inflow diameter on the inflow surface. Fibrous pannus ingrowth noted on outflow surface of leaflet 3. Leaflets 1 and 2 were torn. No inflammation was present. The device serial number was not provided, and therefore the device history record could not be reviewed. While the exact reason for valve explant remains unknown, calcification and pannus ingrowth impeding leaflet mobility could lead to a number of potential issues with valve functionality. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.